Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with blood on the balloon, no contrast was visible, and the balloon was tightly folded, which would be expected for a balloon catheter that had been advanced within a pt, but not inflated. During device investigation, a pinhole was found in the balloon fold at the proximal edge of the distal marker. Small scratch marks were found around the pinhole which would suggest the product had been used in a calcified area. No manufacturing quality deficiencies were observed. Factors that can contribute to balloon pinhole include, but are not limited to, balloon damage during mfg, materials, interactions with other products, pt's anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. To ensure that this type of occurrence is not the result of a product deficiency, all balloon dilatation catheters are visually inspected and the balloon is subject to a leak and inflation test. No discrepancies were reported or observed by the account during the preparation or inspection of the product prior to use. A pre-existing hole in the balloon would likely have been detected during an instructions for use directed preparation or inspection of the product. A cause for the balloon scratches and pinhole could not be determined; however, they appear to be procedural related. A review of the device lot history record did not reveal any non-conformity which could have contributed to this event.

Event description:
Device malfunction: failure to inflate. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a dilatation procedure in the left superficial femoral artery, the agiltrac balloon could not be inflated. After the second unsuccessful inflation attempt, the device was removed. Another agiltrac was successfully used. There was no adverse patient effect. Though requested, no additional information was provided. During abbott vascular device investigation, a pinhole was found in the balloon material.